Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. The patient noticed their floor was wet. This occurred during prime of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, three (3) photographs were provided for evaluation. A visual inspection of the photographs revealed a noticeable cut on the tube. The cut could potentially lead to the leak condition. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified. The cause was undetermined; a nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.